Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display is flashing and bouncing and she is not able to turn it off. Her blood glucose is 134 mg/dl. She said that she thinks that the pump might have been bumped. The customer was advised that the pump needed to be replaced, to discontinue use of the pump and to revert to the back-up plan per her doctor¿s instructions. The insulin pump is not returning for analysis.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.